Event description:
It was reported the patient was not receiving adequate pain relief. Surgical intervention may take place on a later date.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs slim tip lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000040618.

Event description:
Additional information received indicates the device was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of ¿ineffective stim¿ was not confirmed. The cause of the reported observation was not ascertained. The 2 octrode 60cm leads did not have any damage that would have resulted in the reported observation. Electrical testing confirmed both leads were intact and would have functioned as designed. Markings on the lead band electrodes showed the leads had been fully inserted and the setscrews properly torqued.